Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, there was difficulty inserting a guidewire into the lead. The guidewire could then not be removed. The lead was not implanted. A replacement lead was successfully implanted at that time.